Manufacturer narrative:
(B)(4). Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged. This lead was explanted and a new lead was implanted as replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Additional information was received indicating that the product was discarded. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.